Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-00012. It was reported that the patient was not receiving effective therapy from their system. Reprogramming was attempted with no success. In turn, patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.